Manufacturer narrative:
The initial report occurred on (B)(6) 2015 and was found to be a non-reportable malfunction based on the information available. This decision was reversed to reportable based on new patient information received on 05/04/2016. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout, navigation accuracy was verified, and was found to be fully functional. The most likely cause of the issue was operator technique. This was due to a combination of a patient with poor bone quality and the site staff's oversaturation of the flat panel detector which washed out the images. The site staff have been instructed on proper technique and the system checked out with no issue found. No further imaging issues have been reported. The software investigation concurred with the rep's findings and found that the reported event was unrelated to a software issue. The software functioned as designed. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized a medtronic navigation and imaging system. There is no allegation to suggest that the navigation systems caused or contributed to the reported event.

Event description:
On (B)(6) 2015, a medtronic representative reported that a confirmation spin was difficult to visualize. The image showed the hardware but any attempt at adjustment to see bone was unsuccessful. The image transferred to the navigation system and further adjustments did not change the image. The surgery was completed using navigation with no delay. There was no patient impact initially reported. On 04-may-2016, new patient information was received by medtronic legal. Per the patient's wife, "[the surgeon] told me the 'computer went down' during the surgery making it difficult for him to visualize the nerves coming from the spinal cord as he placed the screws/rods into the l4-l5 and l5-s1 vertebrae." Date of surgery: (B)(6) 2015 (patient had operation in two stages w/ a revision surgery occurring on day 3-(B)(6) 2015). Patient experienced a foot drop after the (B)(6) surgery. The surgeon took the patient back to surgery the next day [(B)(6)] to reposition the screws. The patient alleges continued issues. This information was reported by medtronic spinal and biologics under MDR access number 1030489-2016-00689. On (B)(6) 2016, medtronic legal spoke with the patient and his wife. The patient continues with a left foot drop and is taking gabapentin for nerve pain. He has also undergone (B)(6) studies, and allegedly, per patient's wife, showed permanent nerve damage to the lle. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized a medtronic navigation and imaging system. There is no allegation to suggest that the navigation systems caused or contributed to the reported event.